Event description:
The customer reported a blank display. The blood glucose reading was 122 mg/dl. The insulin pump was not dropped and did not have signs of physical damage. The unit may have been exposed to moisture. The proper installation methodology for batteries was explained to the patient. The customer was advised to monitor the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.